Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states ae received for significant lysis and changes in charney and delee as well as gruen zones. Event meets the definition of serious and was considered severe. It was indicated that the event was probably related to device and definitely not related to procedure. Awaiting revision. / investigation method: / / investigation summary:

Event description:
This is to capture the updated harm and codes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the device revision or replacement.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: update 17th mar 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
This is to captured the allege bone injury in the complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the medical device removal.

Event description:
Revision operative notes (B)(6) 2018 indicate the patient received a right total hip revision due to failed right total hip arthroplasty secondary to massive trochanteric osteolysis/escape with probable adverse reaction to metal debris, heterotopic ossification, fluid collection consistent with adverse reaction to metal debris, bone loss and groin pain. Intraoperative findings include complete through-and-through defect directly into the joint, where the trochanter had avulsed and osteolysis was present. Indication of alval looking type fluid. There was no metallosis. There was a wear stripe on the ceramic head, which was significant. Minimal pseudotumor. Liner and femoral head were revised ¿ this was verified within the clinical database as the medical records were somewhat unclear in regards to revised implants. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states ae received for significant lysis and changes in charney and delee as well as gruen zones. Event meets the definition of serious and was considered severe. It was indicated that the event was probably related to device and definitely not related to procedure. Awaiting revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical database notification received for revision due to osteolysis and adverse local tissue reaction. Head and liner revised. Dor: (B)(6) 2018.